Event description:
Per the clinic, the patient experienced reduced speech comprehension, intermittent loss of auditory perception, performance decrement and pain/non-auditory sensation with the device. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another device on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.